Manufacturer narrative:
Additional information received indicated a revision procedure was performed and the ICD and rv lead were explanted. There was no confirmation of a lead issue at explant via fluoroscopy. However, the impedance measurement of the device prior to explant was 464 ohms. It was reported the lead was destroyed upon extraction and will not be returned for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received an inappropriate shock due to noise. There was also a high pacing impedance measurement greater than 2,000 ohms approximately (B)(6) months prior. In addition, there have been a couple spikes in the last month. The noise or an impedance fluctuation was unable to be recreated with isometrics or manipulation to the device header. Adjustments to the current device programming was performed. The rate cutoff was increased, and the duration was increased to five seconds to decrease the likelihood of an event being declared due to noise. The patient had already left the office, but has been referred to an electrophysiologist for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient planned to see a surgeon at a later date regarding this issue. There were no specific dates communicated. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.